Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose at the level of 525 mg/dl. Customer reported that the insulin pump alarmed critical pump error. Troubleshooting was completed. Device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error alarm. Multiple pump error 63 and pump error 2 alarm are found in the formatted history file due to a software error. Unable to perform the self test, displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to critical pump error alarm.